Event description:
Lasix surgery performed. I had thinner than normal cornea in left eye. Correction initially was successful. After 6 months vision deteriorated, and eye was re-done. After the first surgery, I developed keratoconus and should have not been treated a second time. Now my vision is blurred, unable to be corrected, and am unable to read out of that eye.